Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump that does not function was not confirmed. However, during product evaluation, the quality engineer determined the damaged main battery to be the determined problem which was confirmed. This condition was caused by depleted main battery. The main battery was replaced to correct the reported condition. Additional information: baxter discontinued service and ceased all design related support on flo-gard 2m8063 (6201) and 2m8064 (6301) in the u.s. Region as of december 31st, 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not function. This condition was found in the emergency room. It is unknown when this event occurred. The quality engineer later determined the damaged main battery to be the determined problem; this condition had the potential to interrupt delivery. There was no reported patient involvement, injury, medical intervention, or adverse event in association with this event. No additional information is available.